Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump button were sticky. Customer's blood glucose level was 7.7 mmol/l. Customer reported that the button was very hard to press now, needs to continually push the buttons. Customer stated that the numbers was not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer reported that the insulin pump was not exposed to a change in altitude. Customer to monitor the time display and minutes was change. Customer was advised to discontinue use of the device and revert to a back up plan. The device will not be returned for analysis.